Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays were taken and revealed the lead located at l4 had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. The physician also placed an additional lead. Postoperatively, the patient is reportedly receiving effective therapy.